Event description:
There was an allegation of questionable gen.2 ise indirect for na and k and crep2 creatinine plus ver.2 results for 4 patient samples on a cobas 6000 c501 module. For sample 1, the initial na result was 223 mmol/l. The repeat result was 137 mmol/l. For sample 2, the initial na result was 198 mmol/l. The repeat result was 138 mmol/l. For sample 3, the initial k result was 5.3 mmol/l. The repeat result was 4.6 mmol/l. For sample 4, the initial creatinine result was 62. The repeat result was 5. The units of measurement were not provided.

Manufacturer narrative:
The na and k electrode and creatinine reagent lot numbers as well as the expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced a detergent tube, replaced a check valve and solenoid valves, and decontaminated the vacuum flow path. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.